Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were also visual indications of particulates within the cassette area. However, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check then passed. A pre-accelerated stress test (ast) simulated treatment was performed on the cycler without any failures or problems. An internal inspection of the cycler identified visual evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler was blank during step 7 of setup. They tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up and made noise when pressed, but the screen remained blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The caregiver was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had manual/continuous ambulatory peritoneal dialysis (capd) supplies and was trained on performing pd therapy without the cycler. However, they said the patient would not perform manual pd therapy. Upon follow up, the patient reported that they did in fact complete their treatment with capd supplies. Additionally, it was confirmed that the event did not result in any patient injury or harm. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.